Event description:
Patient was revised due to thigh pain (right side). The stem was found to be loose. Update: (B)(6) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and difficulty ambulating. A liner is now being added to address these issues. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during the primary surgery the calcar was fractured during trialing. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1100648 and 2462091. A search of the complaint database finds additional reported incidents against lot code 2465657 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The lot code combination was not provided for the depuy trial sleeve. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1100648 and 2462091. A search of the complaint database finds additional reported incidents against lot code 2465657 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The lot code combination was not provided for the depuy trial sleeve. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.